Event description:
It was reported that during the procedure, the operator encountered resistance during advancement of the subject coil in the microcatheter's shaft. When the subject coil was retrieved, it was found to be prematurely detached. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the coil detached prematurely inside the catheter during the procedure. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to the reported events: ¿coil in catheter friction' and 'main coil prematurely detached/separated during use'.

Event description:
It was reported that during the procedure, the operator encountered resistance during advancement of the subject coil in the microcatheter's shaft. When the subject coil was retrieved, it was found to be prematurely detached. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.